Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 3.0x16mm drug eluting stent was unable to cross a lesion in an unknown vessel. When the physician attempted to pull the stent back through the guide catheter, the struts flared at the proximal end of the stent. The stent delivery system and the guide catheter were removed as a unit. The procedure was completed with poba only. No patient complications occurred. Patient status is satisfactory.